Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: 21150600. Model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was not able to feel any stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was not able to feel any stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.